Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): h3, h4 and h6. Correction to field(s): h6-component code: corrected from 841-imager to 3194-adhesive & 525-tube & 440-cylinder the device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and from the information obtained, however, the foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to deformation of switch 1. The root cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign material in the air/water-cylinder, air/water-tube and adhesive around the light guide lens. There was no report of patient involvement or user injury associated with this event.